Event description:
It was reported that the patient died. The patient presented with coronary artery disease and underwent percutaneous coronary intervention. The target lesion was located in the mid left anterior descending artery (lad). A 1.25mm rotapro was selected for use. During the procedure, after stent deployment, a thrombosis occurred in the lad. Post dilatation with balloon angioplasty was performed; however, the patient died.